Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son was hospitalized due to his insulin pump malfunctioning. No further details were given. The mother agreed to call back later since she was currently in a meeting. No products were shipped or returned.